Event description:
Physician was attempting to use a spider device in the patient with cto (chronic total occlusion 100%) in a severely calcified lesion in the sfa with little tortuosity but the retrieval system broke in half during removal of spider filter. Product broke at monorail exit point leaving blue end in the patient over the wire and green end came out of body. Entire filter and broken segment were dragged out of body damaging the everflex stent struts. This caused an hour of additional cathlab time. This caused a large haemorrhage bleed at access site. It is also planned to bring the back for a balloon angioplasty to address stent malformation. The lesion was pre-dilated and the IFU was followed during preparation, procedure and post procedure. There was no resistance encountered when advancing the device and no excessive force used. The patient was brought back the next day and successfully treated with angioplasty and an everflex entrust stent was placed inside the deformed stent. The physician was happy with the end result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.